Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please advise how many animal procedures the event occurred? Please create 1 pc per procedure, including product code for each animal procedure, please provide the following: date of the procedure? Name of the procedure? What was the appearance of the suture during the second procedure? Was the suture found broken? If so, where (middle, end, knots)? Product code? Lot number?

Event description:
It was reported by a veterinarian that an animal underwent an unknown surgery on (B)(6) 2019 and suture was used. Following the procedure, the suture broke post-operatively.